Event description:
It was reported that the right ventricular lead exhibited poor sensing and high threshold. The patient experienced fatigue. The lead was explanted and replaced. The patient was in stable condition post procedure.